Event description:
Boston scientific received information that this product was part of a system revision due to infection. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests that the product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.